Event description:
It was reported that prior to use of the xience xpedition 2.75 x 38 mm stent, it was noted that the stent moved about 1 cm distally when the protective sheath was removed. No resistance was reported during removal of the protective sheath. No negative pressure was applied during preparation. The device was not used on the patient. Another xience xpedition stent was used to complete the procedure. There was no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for evaluation. Unstable stent was confirmed. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for unstable stent reported from this lot. Based on the reviewed information, no product deficiency was identified.